Manufacturer narrative:
A review of the device lot history records indicated the probes met all specifications and passed all manufacturing tests. The probe was returned and examined by neuwave medical. The probe displayed clear evidence of excessive force applied to the metal cannula, causing it to break. The instructions for use contain the following statement: "never bend or apply excessive force to the probe. Probe malfunction may occur possibly causing patient injury." No additional investigation is planned.

Event description:
The resident was using a certuslk20 probe. During placement, the probe was placed under a rib and significant torque was applied. The probe broke about 5cm distal from the probe handle. A small incision was made and the probe cannula was retrieved. No portions fo the probe remained in the patient. The case was completed with another probe without incident.